Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they hospitalized due to high blood glucose level with diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose level was 482 mg/dl, at the time of incidence. Customer¿s blood glucose level was over 600 mg/dl, when they entered in hospital. Customer was treated with intravenous drip of insulin. Customer reported that they were not getting alarms. Customer reported that the bottom sticker had come off. It was unknown that the customer was using the auto mode at the time of event. Customer had throwing up due to high blood glucose level. The insulin pump was kinked. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.